Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. There were two target areas identified in the left lung. The first target area was located in the left apex, approximately 9 millimeters (mm) in size and 4 mm away from the pleura. The second target area, in the left lingula, was approximately 8 mm in size. Biopsies were only taken at the left upper lobe apical area. It is unclear as to why no biopsy was performed at the lingula site. Fluoroscopy images were taken towards the terminus of the case and showed possible pneumothorax. A post-procedure chest x-ray confirmed the presence of pneumothorax and a near-complete collapse of the left lung. A 20f chest tube was placed immediately, and subsequent chest x-rays showed re-expansion of the lung with no air leak. The patient complained of mild chest discomfort at the chest tube insertion site but was otherwise asymptomatic. The patient was admitted overnight, then the pneumothorax resolved, and the chest tube was removed. The patient was discharged home in stable condition. The physician reported this was a high-risk procedure due to the target nodule location and a pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax and near-complete collapse of the left lung cannot be determined. System logs were not available for review at this time.